Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 446mg/dl and a no delivery alarm. Troubleshooting found that the customer was able to run a manul prime. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.